Manufacturer narrative:
(B)(4).

Event description:
It was reported that an end of service/end of life message was noted. The physician felt that the adaptor was faulty and allowed fluid ingress that created a short-circuit which in turn rapidly depleted the battery.